Event description:
It was reported that this patient noticed beeping tones form this subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation, a battery depletion (bd) code was noted and it was hypothesized that the device battery was exhibiting premature depletion. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this patient noticed beeping tones form this subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation, a battery depletion (bd) code was noted and it was hypothesized that the device battery was exhibiting premature depletion. A surgical replacement procedure is anticipated to resolve the event, but this has not yet occurred. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.